Event description:
The customer reported several incidents of tass. The customer requested a site visit to assist in identifying the possible source of tass. The facility surgical assistant stated they recently purchased the system and new phaco handpieces. The tass outbreak occurred soon after using the system and handpieces. The handpieces are cleaned after surgery with an automatic handpiece cleaning system. This automatic handpiece cleaning system does not meet the minimum requirements as required in the phaco handpiece directions for use (dfu). Additional information from the surgical assistant stated no cultures were taken and no systemic antibiotics were administered for any patient.

Manufacturer narrative:
An independent nurse consultant conducted a site visit to assist in identifying the possible causes for tass. The consultant noted the facility had a tass outbreak in 2005. At that time a site visit was conducted and several possible causes were identified and corrected. The site was still following most of the recommendations from that visit. The consultant did identify several possible causes of tass: inadequate cleaning of the phaco and I/a handpieces immediately after surgery, re-use of single use phaco tips, the use of a multiple topical eye drops that contain preservatives, and the use of intraocular medications that contain preservatives. The consultant discussed her findings with the surgeon. The surgeon stated he has seen a decrease in the tass events and attributes the decrease in inflammation to changes that have been made in the facility processes and practices, but mainly due to his copious flushing of the anterior chamber and area behind the iol with bss in a syringe that is filtered with a micropore filter. The facility will change to preservative free eye drops. The surgeon stated he will no longer re-use the single use phaco tips. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, and under the leadership of dr, met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. Therefore, these conclusions allow for this file to be closed. This report was mailed to FDA on: 08/28/2009.